Event description:
Pt reported that he noticed insulin leaking out of the infusion set tubing at the luer lock connection. The pt then inspected the tubing and noticed a tear. The pt changed the infusion set and returned to using the infusion device. The pt reported that he did not experience any increase in blood glucose values. No product is available for return.

Manufacturer narrative:
H6: product not returned for evaluation.